Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the recharging issues had resolved after the recharger was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Date of event: the event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was not holding a charge. The patient said he would charge his ins for about three hours, and the screen on the insr (recharger) would show that the ins battery was full. When he turned the ins back on, it depleted in five minutes or showed the battery was empty. Patient services reviewed with the rep that she should check the patient's ins. The rep said the ins was discharged so she could not check it. The rep thought it was an issue with the insr and wanted to get it replaced. A replacement insr was sent to the patient. The patient had a fall in (B)(6), which was considered a possible factor that may have led or contributed to the issue. The patient complained of the pocket site hurting ever since the fall. The nurse practitioner looked at the pocket site, and it appeared okay. The nurse practitioner thought it was irritated from the fall, and the patient was told to ice the pocket site. The issue was not resolved at the time of the report. The patient status was alive with no injury. The rep was schedule to see the patient on (B)(6) 2018 to follow-up and check impedances to make sure the system was okay after the fall. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product: ID 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient's new recharger worked. The patient was able to charge the device up. The impedances were all good. A nurse practitioner stated that the pocket site looked great and suggested icing and lidocaine cream for the pocket site pain. The nurse practitioner believed that it was not related to the stimulator. The pocket site pain had been going on for 2 months and nurse practitioner stated it was from the fall, not the stimulator.